Event description:
Same case as MDR ID: 2134265-2013-07350. (B)(4) study. It was reported that chest pain and in-stent restenosis occurred. Clinical status assessment on may 2013 indicated that the patient's qualifying condition was unstable angina. Patient was also found to have abnormal stress test or imaging stress test indicating ischemia prior to procedure and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the distal left anterior descending (lad) with 80% stenosis and was 3 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid lad with 80% stenosis and was 3 mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, patient presented with complaints of chest pain and was diagnosed of unstable angina. The patient was hospitalized in response to the event. One day from admission, coronary angiography was performed. The 90% stenosis located in the mid lad was treated with percutaneous coronary intervention (pci) and placement of a 2.75 x 12 mm unspecified drug eluting stent. Following post dilatation, residual stenosis was 0% and timi flow 3 post procedure. The 90% restenosis of 2.50 x 12 mm study stent in distal lad was treated with pci and placement of a 2.5 x 8 mm unspecified drug eluting stent. Post treatment, timi 3 flow with 0% diameter stenosis was noted.

Manufacturer narrative:
Describe event or problem corrected. Relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that the 2.25x12mm study stent was implanted in the mid lad and not in distal lad and the 2.50 x 12mm study stent was implanted in the distal lad and not in mid lad as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).